Manufacturer narrative:
The device eval is anticipated, but has not yet begun. This report will be updated when the eval is completed.

Event description:
It was reported that while the device was at the MFR a repair tech found grease coming out of the blade mount area. There was no pt involvement or adverse consequences.